Manufacturer narrative:
When the rep picked up the actual sample there was a package wrapper (individual packaging) with the guidewire with lot 22j03, but it was never confirmed that this was indeed the lot number in question.

Event description:
Partial amounts of the guidewire coating separated inside the vessel during patient procedure. According to facility patient is ok. There was a package wrapper with the wire (lot#22j03) but it was never confirmed if this was indeed the lot number of the damaged wire.

Event description:
Partial amounts of the guidewire coating separated inside the vessel during patient procedure. According to facility patient is ok. There was a package wrapper with the wire (lot#22j03) but it was never confirmed if this was indeed the lot number of the damaged wire.

Event description:
Partial amounts of the guidewire coating separated inside the vessel during patient procedure. According to facility patient is ok. There was a package wrapper with the wire (lot#22j03) but it was never confirmed if this was indeed the lot number of the damaged wire.

Manufacturer narrative:
When the rep picked up the actual sample there was a package wrapper (inidivual packaging) with the guidewire with lot 22j03, but it was never confirmed that this was indeed the lot number in question.